Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have no failures. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the medium-large clip applier had inadequate clamp. It did not close clips all of the way. The procedure was completed as planned with no reported injury.